Event description:
It was reported that the patient experienced elevated glucose after an insulin supply issue was noted, and the caregiver replaced the ilet cartridge and tubing, performed a rewind, filled the tubing until drops were observed, and reconnected the set; no leakage was felt at the device or site, insulin was available, and education was provided to allow the system to reduce glucose. Symptoms included no reported clinical manifestations. Outcomes included no healthcare utilization and no long-term impact. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.